Event description:
The recipient's device was reportedly explanted due to medical issues. The recipient was not reimplanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt, as well as a damaged epoxy header region and braze. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
Additional details regarding the explant reason will not be provided.